Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected, indicating a fill estimate issue. There was no reported adverse impact to the customer¿s blood glucose level. Cts educated caller on troubleshooting steps, including delivering a bolus and replacing cartridges, and arranged for pump and affected cartridges replacement. Caller chose manual daily injections (mdi) as backup therapy and was informed to follow procedures when using a g7 sensor with the replacement pump. Cts also directed caller to return the problematic pump using a pre-paid label and discussed storage mode instructions, which caller acknowledged.